Event description:
It was reported that all components were explanted due to concern for infection. Redness at the implantable pulse generator (ipg) pocket site was noted. The physician believed that it was not device or procedure related. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a couple weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7163456/7164412. UDI: (B)(4) / (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 36495274. UDI: (B)(4).